Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. During troubleshooting it was found that the customer had a low blood glucose event. The blood glucose reading was 47 mg/dl at the time of the event and was 111 mg/dl during the time of the call. The customer reported that the drive support cap appeared normal. The most recent set change was two days prior and the customer did not recall if the insulin pump was disconnected during the prime. The customer was advised to monitor the blood glucose and to call back if the issue persisted.